Manufacturer narrative:
Complaint (B)(4). Received 1 rack 450532/a23123hs for evaluation. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and customer samples to our affiliated headquarters in austria from which we receive this product. A review of the production documentation did not reveal any deviations which could be associated with the claimed error. Customer returned samples were checked with regard to the additive concentration, and no irregularities were observed. The alleged malfunction is not confirmed. Corrections / additions: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states increasing issues with clotted specimens in the nicu and ob units. Customer does not feel that it is a lot issue.